Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-06389. It was reported that the patient's scs leads had migrated from their original t7 and t9 positions. X-rays showed that the leads had migrated down to t11, t12. The patient noted no longer receiving effective right side leg coverage. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.